Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated that he is reporting back due to he changed everything and still getting no delivery alarm. Customer stated that one night, he did not get any alarm and woke up vomiting, then tried to bolus and the insulin pump alarmed no delivery. Customer sated that he was laying on the insulin pump and alarmed button error. Customer requested for insulin pump replacement. Advised customer the insulin pump would be replaced however if the issue persists we need to do troubleshooting. Customer's current blood glucose was 180 mg/dl. No further information provided.